Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50 serial number: (B)(6) batch/lot number: 14822308 model/catalog description: linear 3-4 lead 50 cm unique identifier (UDI):(B)(4) additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50 serial number: 422333 batch/lot number: 14822308 model/catalog description: linear 3-4 lead 50 cm unique identifier (UDI): (B)(4) additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 5038916 model/catalog description: linear st lead kit 50 cm unique identifier (UDI): (B)(4) additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 5038432 model/catalog description: linear st lead kit 50 cm unique identifier (UDI): (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. No additional information is available at this time.